Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The scrdriver-hex l200 f/screw f/cervic-dist (part # 396.967, lot # ac113463,) was received at us cq. Both the screwdrivers shows normal wear and tear. The holding screw for the screwdriver is loosened. No other visual defects were identified with both the device. It was not possible with all returned screwdrivers to pick-up and hold the screw. During insertion of screw, the screw was blocked in the position as shown in report. While looking into this more detail, it could be seen that the spring was indeed bend to far down. In this incorrect position it is not possible for the screw to push the spring upwards which is necessary for proper functioning. Thus device failed to function as intended. The complaint can be confirmed for scrdriver-hex l200 f/screw f/cervic-dist (part # 396.967, lot #ac113463, qty # 1). The potential causes of the current spring geometry may be due to either incorrect manufacturing or unintended manipulation by user (e.g. , during reprocessing) but a definitive root cause cannot be concluded on the returned device. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot ==> part: 396.967 lot: ac113463 manufacturing site: selzach supplier: (B)(4) release to warehouse date: 10 march 2020 a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 3 for (B)(4)

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date that the key did not fit the screws that go into the set. There was no patient involvement, everything was checked before surgery and the instrument was replaced by another one. This report is for one (1) scrdriver-hex l200 f/screw f/cervic-dist. This is report 1 of 2 for (B)(4).